Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "passed out" and that the implantable pulse generator (ipg) "isn't working" and the battery had "leaked out" . The ipg remains in use. No further patient complications have been reported as a result of this event.